Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff noticed that one of the metal prongs on the maryland bipolar forceps was defective and set inside the housing. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was damage with the bipolar pin at the instrument's housing. The top bipolar pin was pushed into the back end and the bottom bipolar pin was bent . The chassis was not broken. Electrical continuity testing passed. Additional observations not reported by the customer were damages on the pulley and main tube. There was an indentation on the edge of the distal pulley. The main tube exhibited various scratch marks showing light material removal and rough surface finish. The scratches were short in length and were not axially aligned with the main tube. No other damage was found. Evidence not conclusive but the bipolar pin, pulley, and main tube damages may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.